Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that device is broken.

Event description:
Additional information was received as follows: a. Which part of the instrument was broken? The broken part is in front of the hook, where it is screwed into the handle. B. Did it break into 2 or more pieces? 3 parts. C. Was the event occurred, during surgery? If yes, were there any surgical delays? It broke, during the surgery. And could be exchanged into a new one.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: broken article. The device associated with this report was returned to depuy synthes for evaluation. The device is found, broken from the jaw. No other finding is seen. The observed, condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection and a functional test were not performed, since it is not applicable to the complaint condition. The overall complaint was confirmed. As the observed, condition of the hardinge horizontal retractor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. And it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.